Manufacturer narrative:
Received only catheter. The reported issue was confirmed; however, the cause is unknown. Visual inspection noted irregular balloon burst and observed weak spot. The functional evaluation was conducted as follows: introduced water into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. Dimensional results are as follows: eye snip length: 2/32¿, inflation lumen coverage: 12 thou, balloon thickness: 18 thou, burst initiated from bottom collar of sac: 0.4 cm, tactile evaluation results are as follows: balloon thickness measures 18 thou. In addition, the edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils.) [They may damage the device and may burst balloon.]" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found dislodged from the patient on the 3rd day of use. There was allegedly no leakage found during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found dislodged from the patient on the 3rd day of use. There was allegedly no leakage found during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found dislodged from the patient on the 3rd day of use. There was allegedly no leakage found during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found outside of the patient on the 3rd day of use. There was no leakage found during the pretest.